Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: post-procedure. It was reported that the patient experienced a stroke following the successful placement of an rx acculink stent in the left internal carotid artery. The patient's condition was diagnosed immediately following the procedure and identified as a transient ischemic attack/stroke/reperfusion syndrome which presented as aphasia and right side hemiparesis. The patient underwent a CT scan which showed no acute changes. At the time of discharge six days after the event day, the patient still had slight confusion. The reported condition was stated as improved, but not totally resolved. No further information is available. Study event.